Manufacturer narrative:
Citation: yu wen-yun. A nonadhesive liquid embolic agent of onyx for the treatment of cerebral arteriovenous malformations. Chinese journal of modern operative surgery. Oct. 2011; vol.15, no. 5. The purpose of this study was to investigate the use of and experience with onyx for the treatment of cerebral arteriovenous malformation (cavm). The authors conclude that onyx is recommended for the embolization for cranial avm, due to significant advantages of onyx including less trauma and quick recovery. It should be noted that the correct use of embolization is necessary for the prevention of complications. Within this abstract, there was limited information available. The locations of the avm's treated, patient information, device information, contact information for the author were not reported in the abstract. Hemodynamic changes induced by the embolization resulting in hemorrhagic complications are known inherent risks of the onyx procedure and are documented within the instructions for use. Based on the limited reported information, there was no confirmed defect or device deficiency, and the likely cause of the reported event is procedure related.

Event description:
Medtronic received information through an abstract literature review that of 23 patients with cerebral arteriovenous malformations (cavm) that were treated with onyx, one patient experienced contralateral hemiplegia attributed to intracranial hematoma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.